Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels of 523mg/dl. The customer stated having issues with her infusion set leaking. The customer was advised to change the infusion set, set was leaking at site. The customer decline to trouble shoot for high blood glucose levels. The customer will not return pump for analysis.